Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy and cystoscopy due to stress urinary incontinence, pelvic pain, and symptomatic pelvic relaxation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent uterosacral ligament fixation, rectocele repair and perineoplasty on (B)(6) 2012 due to enterocele, rectocele, perineal relaxation and dyspareunia. No additional information was provided.